Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2019 with bilateral non-granulomatous anterior uveitis on both eyes (ou) that was discovered at a post treatment. Topical steroid dosage was increased. The patient¿s comments were of blurry vision for 3 weeks and having a headache. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported the symptoms are interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20, -3.50 x -2.25 x 167; left eye pre-op 20/20, -5.25 x -1.50 x 155. Bcva from (B)(6) 2019: right eye post-op 20/ -.75 x -.50 x 155; left eye post-op 20/ -.50 x -.50 x 175.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.